Event description:
The manufacturer's represtentative reported that an inaccurate priming bolus was given. The hcp based calculations for a priming bolus on post-operative notes regarding catheter length. The manufacturer's representative reported that the believes that the length of the catheter was incorrectly stated and that the patient may have been underdosed. The patient experienced an increased heart rate and vomiting. The manufacturer's representative reported that the symptoms were thought to be due to patient's response to general anesthesia and the "patient is fine".